Event description:
An increased intraperitoneal volume (iipv) event occurred during the peritoneal dialysis (pd) patient's treatment on the liberty select cycler. The pd patient initially contacted fresenius after receiving several supply bag lines are blocked messages during dwell 3 of 4 and requested assistance with canceling treatment. The event was discovered while reviewing the patient¿s treatment records. The patient discontinued treatment during drain 3 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4076 ml during drain 3 of the treatment. This drain volume is 186% the patient's prescribed tidal fill volume of 2200 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued. The patient would complete treatment via manual exchange. The pdrn stated during follow-up that the patient did not inform the clinic of the reported event. To the knowledge of the clinic, the patient had not experienced an adverse event, serious injury, nor require medical intervention on the reported event date. The cycler was scheduled to be returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: b5 (event description - follow-up with patient contact) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An increased intraperitoneal volume (iipv) event occurred during the peritoneal dialysis (pd) patient's treatment on the liberty select cycler. The pd patient initially contacted fresenius after receiving several supply bag lines are blocked messages during dwell 3 of 4 and requested assistance with canceling treatment. The event was discovered while reviewing the patient¿s treatment records. The patient discontinued treatment during drain 3 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4076 ml during drain 3 of the treatment. This drain volume is 186% the patient's prescribed tidal fill volume of 2200 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued. The patient would complete treatment via manual exchange. The patient contact stated during follow-up that the patient had not experienced an adverse event, serious injury, nor require medical intervention on the reported event date. Treatment ended for the night without being completed. A replacement cycler was received. The cycler was scheduled to be returned to the manufacturer for physical evaluation. No additional information was provided.

Event description:
An increased intraperitoneal volume (iipv) event occurred during the peritoneal dialysis (pd) patient's treatment on the liberty select cycler. The pd patient initially contacted fresenius after receiving several supply bag lines are blocked messages during dwell 3 of 4 and requested assistance with canceling treatment. The event was discovered while reviewing the patient¿s treatment records. The patient discontinued treatment during drain 3 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4076 ml during drain 3 of the treatment. This drain volume is 186% the patient's prescribed tidal fill volume of 2200 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued. The patient would complete treatment via manual exchange. The patient contact stated during follow-up that the patient had not experienced an adverse event, serious injury, nor require medical intervention on the reported event date. Treatment ended for the night without being completed. A replacement cycler was received. The cycler was scheduled to be returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.